Event description:
It was reported that the ilet bionic pancreas displayed prolonged pairing status with a dexcom g7 continuous glucose monitor (cgm) after a new sensor was applied and the ilet battery had discharged, followed by an expected ¿calibration not used¿ alert; after troubleshooting that included restarting the sensor, glucose readings resumed, consistent with an intermittent communication failure involving the antenna and electromagnetic components. The user experienced a blood glucose peak of 256 mg/dl with no clinical symptoms or conditions reported. Outcomes included delayed automated insulin delivery with no long-term health consequences or impact. User support included interviews and analysis of information provided. Investigation of this case revealed an interoperability problem between devices with intermittent communication failure, associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.